Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. The aortic neck was short 15-20 mm in length, angulated and conical in shape. It was reported that the stent graft has migrated 15 mm and there was a proximal type 1 endoleak present with a slight increase in the aneurysm size. The proximal portion of the stent graft was 15 mm below the level of the renal arteries. Three aneurx aortic cuffs were implanted 23 months post the original implant and successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (short, angulated and conically shaped aortic neck). (Migration endoleak). Conclusion-(short, angulated and conically shaped aortic neck).